Event description:
It was reported the physician implanted a gore helex septal occluder to close an atrial septal defect. The pt had redundant primum tissue that was slightly aneurysmal and the defect measured between 6 and 7.7mm on transthoracic echocardiography. No balloon sizing was performed. Upon implant, the device appeared equally deployed and well apposed to the septum. Later that night, the device embolized to the main pulmonary artery. While attempting to retrieve the device with a snare, the main pulmonary artery was perforated and a pericardial effusion developed. The patient was converted to surgery where the perforation was repaired, the occluder removed, and the defect surgically closed. The pt was doing well following the procedure.

Manufacturer narrative:
Method: a review of the mfg records has been conducted. Analysis of the returned images is ongoing. Results: the review of the mfg records verified that the device met all pre-release specifications. The device eval stated that the occluder was returned to gore. Based on inspection of the returned occluder, there is no indication that the reported embolism was due to design or manufacture of the device. The diameter of the occluder was consistent with its labeling. The occluder was normal and was not deformed. The locking loop had captured the right atrial eyelet, indicating that the occluder was properly locked in the defect during initial implantation. There are other factors that may have contributed to the embolism that could not be examined in the engineering eval. It is likely that the pulmonary artery perforation was caused by manipulations of the snare; there is no indication that the shape or surface of the occluder contributed to the perforation.